Event description:
The target lesion was in the mid lad. A penta stent was implanted at 8 atm. The expansion of stent was not oversized, but a dissection was noted at the proximal edge of the stent. Another co's stent was used to treat the dissection.